Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, pacing problem encountered with the device unable to capture with times engaged despite more than deployments. The leadless ipg was removed, and replaced with a different device. No patient complications have been reported as a result of this event.